Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a wire perforation in the left anterior descending artery. A 2.8x19mm graftmaster rx covered stent system (css) failed to cross due to resistance with the anatomy. An attempt to cross a 2.8x16mm graftmaster rx css was made, but this too failed due to resistance with the anatomy. Long inflation with a non-abbott balloon was used to successfully treat the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.